Event description:
It was reported that pump displayed non-resettable malfunction alarm code malf 1 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.